Event description:
On 2/1/1999, the facility nurse informed the manufacturer's (MFR) rep of the following: the introducer collapsed and as a result, they could not feed the guidewire. Another kit had to be opened and the pt had to be stuck again to get the catheter placed. The physician was very unhappy with the product. The report also states that the device in question was discarded and a response to the customer is not required. No further details are available.